Event description:
It was reported that during a cruciate ligament reconstruction, the screw loosening occurred, then surgeon took out it, found the front-end of the screw broken, was not able to fix stably. No patient injuries reported.

Manufacturer narrative:
One biosure ha 8x30mm screw (B)(4) returned. This is related to another complaint for failed anchor use. Dimensional inspection confirms that this is an 8x30mm product. The product is one year old. The phillips head has light black scuff marks but is not distorted. It does not show signs of stripping or over-torque. The distal tip threads show signs of difficult tunnel entry. Prep per the IFU recommendation is critical for ease of insertion and successful anchoring. The IFU says: ¿excessive force should not be placed on the delivery instrument¿ and ¿the starter must be utilized with the biorci screws to minimize screw breakage during insertion.¿ it is unknown whether recommendations were followed. Details such as type and size of tap, size of tunnel drilled, procedure conducted and patient bone condition were not included. The physical condition indicates difficulty with beginning to insert. No root cause related to the manufacturing of this device can be confirmed.